Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Initial visual inspection of the device identified no abnormalities related to the reason for return. The programmer passed functional testing and baseline checks. The programmer was powered on and the logfile was downloaded. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. Thus, the field allegation of difficulty interrogating was not able to be confirmed. During testing several codes were documented in the memory file. One of the codes indicated an issue with the pacing system analyzer (psa) board. Detailed analysis confirmed the psa board was always able to power on and off several times, indicating no hardware issue. The psa board will be replaced to correct this issue. Another recorded code indicated that the system experienced a software issue. Similar product behavior has been seen previously and analysis of those occurrences determined this software issue may result when the model 3300 programmer is attempting to perform an action against a specific feature in the programmer's control center (e.g., multiple application utility or mau) that is no longer available as it was already terminated. This can happen when the programmer is shut down or when "quick starting" another pulse generator (pg) application. This unanticipated event sequence results in the display of an error code, as was seen in this particular case, and the need to restart the programmer to clear the error. The programmer was disassembled, and it was determined that the cause of the touchscreen becoming unresponsive during use was due to the water detection feature within the programmer's lcd touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that when attempting to interrogate a new unopened pacemaker, the programmer would not establish telemetry connection. A different programmer was successful in establishing telemetry connection with the same device. A new telemetry wand was ordered. However, several months later the telemetry problems continued with this programmer. It was also noted that when querying using the programmer the screen freezes frequently. The device was returned for analysis.

Event description:
It was reported that when attempting to interrogate a new unopened pacemaker, the programmer would not establish telemetry connection. A different programmer was successful in establishing telemetry connection with the same device. A new telemetry wand was ordered. However, several months later the telemetry problems continued with this programmer. It was also noted that when querying using the programmer the screen freezes frequently. The programmer would be returned for analysis. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.